Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device, unexpected medical intervention and delay to treatment/therapy appear to be related to operational context. The investigation was unable to determine a conclusive cause for the reported balloon rupture, separation, and missing component. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery. The 14.0x40mm armada 35 balloon dilatation catheter (bdc) was prepared outside (air aspiration) outside the anatomy prior to use. The balloon was used for post-dilatation and had resistance with the anatomy during advancement. The balloon was inflated once at nominal pressure but ruptured. The bdc was removed without resistance, however, the balloon tore in half and separated when it was to the level of the sheath. There was no force applied. It was believed that there were no markers seen on the balloon to begin with and there were no markers on fluoroscopy floating in the anatomy. The tip of the guide wire was located instead and gained access in the left femoral vein through the iliac and up the aorta with a snared wire from below and through the femoral sheath, pushed the non-abbott catheter through the arm over the wire. The physician was able to remove one half of the balloon through the arm access site, and removed the tip of the balloon that was detached from the catheter through the femoral vein. Nothing remains in the anatomy. The patient received more radiation, more contrast, and had to have another access site. It took roughly 2 hours to retrieve the balloon also causing the need for more medication. There was no adverse patient sequelae. There was a significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: it was noticed that there were no markers seen on the balloon at the end of the procedure. The physician was able to position the balloon using contrast and locate the stent for post-dilatation. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery. The 14.0x40mm armada 35 balloon dilatation catheter (bdc) was prepared outside (air aspiration) outside the anatomy prior to use. The balloon was used for post-dilatation and had resistance with the anatomy during advancement. The balloon was inflated once at nominal pressure but ruptured. The bdc was removed without resistance, however, the balloon tore in half and separated when it was to the level of the sheath. There was no force applied. It was believed that there were no markers seen on the balloon to begin with and there were no markers on fluoroscopy floating in the anatomy. The tip of the guide wire was located instead and gained access in the left femoral vein through the iliac and up the aorta with a snared wire from below and through the femoral sheath, pushed the non-abbott catheter through the arm over the wire. The physician was able to remove one half of the balloon through the arm access site, and removed the tip of the balloon that was detached from the catheter through the femoral vein. Nothing remains in the anatomy. The patient received more radiation, more contrast, and had to have another access site. It took roughly 2 hours to retrieve the balloon also causing the need for more medication. There was no adverse patient sequelae. There was a significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.